Event description:
The customer contact reported the spin-loc male adapter was cracked; subsequently, a leak was noted. The spin-loc male adapter of the tubing set was connected to an unspecified pt IV access site and was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from a crack at an unspecified location in the spin-loc male adapter of the tubing set. The access site was either lost or partially blocked. The tubing set was replaced. The customer contact indicated that the tubing set was being used as deep line and reported crucial to the pt. No specific details were provided. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k05722. This report represents all the information known by the reporter upon query by hospira personnel.